Event description:
The customer reported that the images on the monitor were dark. The problem occurred during normal use. The customer quit using the c-arm. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot the system. The monitors are heavily burnt in and will not adjust for 10 bars of contrast. He ordered arts then replaced and adjusted both monitors. The system operating as intended.